Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer air bubbles were present throughout the tubing. Customer had elevated blood glucose levels. Customer declined any further troubleshooting.